Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are a known side effect of eswl.

Event description:
OEM storz medical ag was informed by medical personnel from treating hospital that a patient was diagnosed with hematoma post eswl treatment. Patient admitted for left renal stone treatment was complicated by left acute subcapsular peri-renal hematoma with mass effect (in post operative period).